Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the patient was just stating additional information that he works around emi. He was not, at this time, alleging the the emi was has caused his issues.

Event description:
It was reported that a patient experienced a return of pain and high impedance on electrodes 0, 1, 2, 3, 7, 8, 9, 10, 11, and 12. The patient mentioned having a very soft fall a month prior, which was not believed to be forceful enough to damage the leads, and also reported working around electrical substations that emit electromagnetic interference. Troubleshooting was performed, including checking connectivity at the implantable neurostimulator and the leads, which was found to be good. The device was reprogrammed to work around the affected electrodes, and the patient reported satisfactory stimulation following this intervention. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.